Event description:
Customer reported to beckman coulter, inc. (Bec) that they were doing routine maintenance on the coulter lh 750 hematology analyzer and observed a leak of blue fluid streaked with blood underneath the blood sampling valve (bsv). Customer reported that the leak was contained inside the drip tray and did not leak outside of the instrument. Customer reported that the volume of the leak was less than 5 ml. Customer reported that tubing 98 underneath the needle bellows was loose, worn and had disconnected. Customer reported that they trimmed the tubing, reattached and secured with a sheath tubing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the duro tubing (98 tubing) was discolored. The fse replaced the line, cleaned the spill and verified the instrument.

Manufacturer narrative:
(B)(4).